Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support but could not be completed as customer requested to continue troubleshooting when they had enough insulin to load on a new cartridge. Multiple attempts were made by tandem technical support to follow up; however the customer never called back. Customer's blood glucose was 200-400 mg/dl at time of event. There was no reported adverse impact.